Manufacturer narrative:
There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer initially obtained an equivocal result for a known non-reactive patient. The customer thawed a sample of this patient from the sample bank and tested it on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive. The customer reanalyzed this patient's sample from the sample bank two (2) additional times on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained one (1) reactive result and one (1) non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for fifteen (15) minutes at twenty (20) degrees celsius. No issues with sample integrity were reported by the customer.